Event description:
A distributor in south africa reported that the tubing of an ojr412 optiflow junior 2 nasal cannula was found detached from the cannula tube joint during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in south africa reported that the tubing of an ojr412 optiflow junior 2 nasal cannula was found detached from the cannula tube joint during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint ojr412 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photograph and description of events provided by the distributor, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the ojr412 optiflow junior 2 nasal cannula was detached completely from the right cannula joint, confirming the reported fault. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the ojr412 optiflow junior 2 nasal cannula. Based on our knowledge of the product the tubing was likely subjected to excessive force. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject ojr412 optiflow junior 2 nasal cannula would have met the required specifications at the time of release. The user instructions which accompany the ojr412 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."